Event description:
It was reported that the suture was tangled and knotted when the surgeon wanted to anchor down the implant. Procedure was completed with the same device. No patient injuries were reported.

Manufacturer narrative:
The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Final product met specifications upon release to distribution.

Event description:
It was reported that the suture was tangled and knotted when the surgeon wanted to anchor down the implant. There was a t2 pre-deployment, all the ts were removed. A backup device was available to complete the procedure with no delay and no patient injuries.